Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the needle broken during endobronchial ultrasonography (ebus) procedure. The user facility states that the needle broke at the distal end, could not retract without pulling the entire needle up. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-10507. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The returned device had the needle tube removed from the device. There was no deformation or buckling of the insertion part. When the actual product was disassembled and checked, the needle tube was pulled out from the adhesive part between the suction port and the needle tube. When checking the condition of the adhesive, the adhesion between the needle tube and the suction port was appropriate. It is presumed that the reported event (the needle could not be retracted) was due to the needle tube coming off the suction port. Olympus concluded that there was no MDR reportable malfunction or adverse event.